Event description:
It was reported that during the implant attempt, the physician repositioned the lead ten times and stated that the fixation mechanism was not working properly. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. However, visual summary analysis of the lead indicated damage at implant.